Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device battery and charging fault was due to a defective internal battery. The internal battery was replaced to address the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery failed to charge properly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported issue. A review of the device battery logs revealed that the battery performed to specifications. There was no fault found with the returned device and battery. The investigation determined that the reported failure was most likely due to the user allowing the device battery to deplete. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).